Manufacturer narrative:
(B)(4). Date sent: 06/03/2025. B3: only event year known: 2025. D4: batch#: unk. Additional information was requested, and the following was obtained: the customer reported that they heard last week that one of the patients has been readmitted to the hospital with an anastomotic leakage. The customer has reached out to us that they do not feel secure using this lot number anymore. They have successfully operated 60 patients with other reloads lot numbers since these 3 incidents. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ecr60b with lot number: 137c09; and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the staples did not form properly. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 6/26/2025. Investigation summary: this is an analysis of three videos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the first video begins by showing a surgical procedure in which two unknown devices suture tissue. At the 0.04 mark, some malformed staples can be seen on the tissue, and at the 0.23 mark, a malformed staple can be seen with one leg open. The second video starts showing a surgical procedure with cut and some b-formed staples on tissue. An unknown device appears holding the tissue and at the 0.01 mark, an echelon device with a blue reload can be seen with the jaws opened in the surgery. At 0.07 mark the jaws are closed over the tissue and at 0.20 mark, the jaws of the echelon device appears to be opened and slightly removed from the tissue for a second. At the 0.26 mark, the jaws seem to press the tissue and at the 0.36 mark the jaws are removed completing the cut and the reload can be seen fully fired. However, at the 0.42 mark, a lot of blood can be seen coming from the cut tissue. Appears to be unformed and malformed staples over the tissue and at 1.20 mark, some clips are placed over the tissue to stop the leak. At the 2.37 mark the leak is stopped and several malformed staples could be seen. The third video shows three harmonic devices cauterizing a tissue in a surgery, and at the 2.21 mark, an echelon device with a blue reload can be seen in the surgery. At mark 2.43 the jaws were closed on the tissue and at mark 2.57 the jaws opened and removed from the tissue leaving a healthy cut and can be seen properly formed staples. Please note that a careful examination of tissue thickness is imperative before the activation of the stapler. Maintaining the jaws closed for 15 seconds before firing may enhance both compression and the formation of staples. When placing the stapler at the application site, verify that there are no obstructions like clips, stents, or guide wires within the instrument's jaws. Based on the videos reviewed the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. Device history review: a manufacturing record evaluation was performed for the finished device lot number 137c09, and no non-conformances were identified additional information was requested and the following was obtained: an internal rapid response call was held and included post market surveillance, customer quality, regional sales, design engineering and marketing. The problem was with the reload and not the device.

Manufacturer narrative:
(B)(4). Date sent: 07/11/2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. However, if the product is received at a later date, the investigation will be updated as applicable. Eload and not the device.